Event description:
Additional information was received from healthcare provider (hcp). The hcp requested MRI compatibility guidelines for an MRI was that was not due to device or therapy. The caller reported the patient did not get help for the pain area and the patient turned therapy off and had not charged for several years. The indication for implant was non-malignant pain.

Event description:
It was reported that the patient had not used her spinal cord stimulator (scs) for over a year and a half. She had spoken to her healthcare provider (hcp) and was told what it would take to bring her implant back to working order. She was hoping to get a patient programmer (pp) and an implantable neurostimulator recharger (insr) as she had put them in storage and couldn¿t find them at the time of this report. Follow-up determined that the patient was seen in the office for the first time since 2012 (B)(6) on 2015 (B)(6). The patient had reported not using the scs for 18 months. The patient had been reprogrammed on 2013 (B)(6) with all areas covered with the 0-7 lead. Circuits 8-15 were not working. Thoracic lumbar x-rays were ordered for troubleshooting but the patient deferred on 2013 (B)(6). The leads were then x-rayed on 2015 (B)(6) for placement. The cause of the event was not determined. A new appointment was supposed to be set up for reprogramming but the patient had not done this yet as of 2015 (B)(6). Additional follow-up was performed to determine if the patient had required any further assistance and if she had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient product ID 3550-39, lot# n290060, implanted: 2011 (B)(6); product type accessory product ID 355531, lot# n292010, implanted: 2011 (B)(6); product type screening device product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).